Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgical technician reported multiple epithelial elevations noted on flaps in both eyes at the time of lasik treatment; no "frank" defects. At the patient's one day postop exam, trace diffuse lamellar keratitis (dlk) was noted in the right eye and stage 1 dlk was noted in the left eye. The patient's topical steroid dosage was increased and an oral steroid medication was prescribed. The technician reported the patient was asymptomatic and reported her vision was good in both eyes. The patient also reported the vision was better in the left eye than the right. Additional information has been requested. There are two medical device reports associated with this event. This report is for the left eye.